Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. Advised the customer to call her doctor regarding the high glucose level. No further info was provided.